Event description:
It was reported the patient with dystonia lost effect and symptoms returned; whole body contortions with his head going back sharply. The patient had partial clinical benefit in the past. The mother and caretaker don't feel it was providing any benefit at the time and wanted to take the system out. The original implant of both '04, and the replacement in '05 revealed both battery voltages were ok. The left brain gpi programmed at 4v, 210us, 130hz with care+, 2-, 1-; normal impedence with case pairs, but high imped 0-1 and 0-2 and he can't remember the other values.

Manufacturer narrative:
This report is being submitted following an internal audit.